Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the sensor was worn beyond seven days. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported the senor was worn beyond seven days. The dexcom g5 mobile continuous glucose monitoring system states: the seven day monitoring period after inserting a new sensor. During this time frame, your glucose is being monitored and reported every five minutes, with data being sent to your display device(s). Wearing the dexcom g5 mobile cgm system on a consistent and ongoing basis helps you manage your diabetes. Providing sensor glucose readings every five minutes, for up to seven days, the dexcom g5 mobile cgm system helps you detect trends and patterns. Trend information reveals where your glucose is now, where your glucose is heading, and how fast it's changing days. However, a root cause for the reported inaccuracy cannot be determined.